Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when inserting the hydratome, the sponge detached. A pair of forceps was used to pull out sponge out of the working channel. Reportedly, a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. The procedure was completed with another rx locking biopsy cap. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be good.